Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the unit was delivering low volumes and that the metal flap inside flow sensor was not aligned. The fsr installed another flow sensor to resolve the issue.

Event description:
The customer reported that the suspect vela ventilator was delivering low volume. The reported issue was found during testing so there was no patient involvement associated with the reported event. The customer also reported that they resolved the issue by replacing flow sensor under service technician instructions over the phone.